Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received an rf pic failed self-test. The customer's blood glucose levels were reported to be unknown. The device is being returned and replaced.

Manufacturer narrative:
No unexpected alarms were noted. The pump passed the displacement and self tests. The pump had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip and scratches on the reservoir tube window.